Manufacturer narrative:
The last calibration was performed on (B)(6) 2020, signals are slightly higher than expected for signal 1 and slightly lower than expected for signal 2. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e 801 module. The initial result was 43 ui/l. This result was reported outside of the laboratory. A second sample was tested with a result of <2 ui/l. The initial sample was tested again with a result of <2 ui/l. The reagent lot number was 471298. The expiration date was requested but not provided.